Manufacturer narrative:
(B)(4). Date sent to FDA: 05/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in any way due to the prolonged surgery time? If yes, please explain. Did the patient require any blood product transfusion due to this issue? How many sutures broke during this single procedure? Please clarify. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number, qh3abn, is invalid. Can you please provide the valid lot number related to this event? (B)(4). Date sent to FDA: 05/13/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/03/2021. Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: lot number, qh3abn, is invalid. Can you please provide the valid lot number related to this event? The lot number of this complaint is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures broke during this single procedure? Please clarify. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in any way due to the prolonged surgery time? If yes, please explain. Did the patient require any blood product transfusion due to this issue? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hemorrhoid surgery on (B)(6) 2021 and suture was used. During the procedure, it was reported that the suture repeatedly broke during knotting when sewing in mixed hemorrhoid surgery resulting in repeated suture, bleeding and prolonging the surgery time. Another like device was used to complete the surgery. Additional information has been requested.